Manufacturer narrative:
H.6. Investigation summary: bd received samples, but only 3 photos of the samples were used for the investigation. The photos were reviewed and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had foreign matter in tube; biological and non-biological before use. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the following issue was found dirty tube x1 sp. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® naf 3.0mg n2e 6.0mg plus blood collection tubes had foreign matter in tube; biological and non-biological before use. This event occurred 2 times. The following information was provided by the initial reporter: the customer stated "the following issue was found dirty tube x1 sp.¿